Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to the hospital for a routine device change out procedure. Upon interrogation, the atrial lead exhibited noise. The lead was capped and replaced. The patient was stable after the procedure and would continue to be followed.